Event description:
It was reported that the stapler did not respond to the command to open, and it was not possible to use. When starting the stapling, the stapler did not respond to the surgeon's command to open. The instrument was introduced to the load and could hear the auditory feedback provided when the load is in the socket. However, after starting the stapling, the stapler did not open, so it had to be replaced by another one of the same model. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2022. Batch # unk. Additional information was requested, and the following was obtained: "how was the device removed? The jaw did not open to start stapling, so the device was removed without problems. What troubleshooting steps have been attempted to open the device (eg, squeezing the close trigger while simultaneously pressing the anvil release button, knife reverse switch, manual override)? All the solutions mentioned have been tried, since the team uses the material frequently. Did the jaws end up opening? No. Could you clarify if there were any consequences for the patient? There wasn't. Could you clarify if there were any changes in the patient's post-operative care as a result of the event? There wasn't" a manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.